Event description:
It was reported that a spectrum infusion pump had inaccurate flow and downstream occlusion errors during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, g4: combination product additional information: h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of inaccurate flow was reproduced. A review of the event history log (ehl) revealed the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be worn pressure plates. The pressure plate will be replaced to correct the reported problem. The customer reported problem downstream occlusion errors, was not reproduced during evaluation. Evaluation testing the device per downstream occlusion test and no false/constant downstream errors occurred. Review of the event history log confirmed downstream occlusion messages. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.